Event description:
It was reported that the patient has recently had an increase in seizures, so the vns device was replaced. It was noted that the patient had recently been in a car accident, so the provider was unsure if the seizures were related to the accident or to the vns. The suspect device has not been received by the manufacturer to date.